Manufacturer narrative:
Insulin pump passed the operating currents measurement, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No unexpected low battery alarm or unexpected restart error test noted. Insulin pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had unexpected restart alarm and low battery after the battery change. Customer reports that they experienced high blood glucose of 147mg/dl which was treated with insulin pump and declined troubleshoot for high blood glucose. Insulin pump will be return for analysis.